Manufacturer narrative:
The company service representative examined the system and did not find any problems with the system. The company service representative then performed preventive maintenance on the system. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.

Event description:
The nurse reported a chamber collapse and then a small posterior capsule tear occurred. The surgeon completed the unplanned anterior vitrectomy and implanted the iol. Additional information received stated that during the case the chamber collapsed at the beginning of the case and they suspected the valve in the drip chamber at the bottle spike may not have been working. They replaced the cassette and tubing to continue the case. The cassette and tubing were disposed of by the customer. The posterior capsule tear occurred during phaco when the surgeon stepped down hard on the footswitch. The angle of the phaco tip was steep and everything came forward in the eye including the posterior capsule. The patient was doing well.